Event description:
The customer contact reported that while operating on ac power, the device powered off by itself with an inadequate response time following an alarm condition. On an unspecified date and time, the device was programmed to deliver normal saline, at a rate of 200 ml/hr, with a vtbi (volume to be infused) of 50 ml, and the delivery was started. After approximately 1 minute, the nurse reported that while operating on ac power, the pump beeped for a short time, and then powered off by itself. The device was disconnected from the pt. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received on (B)(4) 2012. Investigation is not complete. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 0ml/hr with a volume to be infused (vtbi) of 0 ml and the secondary line displayed a programmed rate of 0ml/hr with a vtbi of 0ml. The technology of the acclaim encore pump list # (B)(4) does not contain a pump history that provides past programming settings. This report represents all the info known by the reporter upon query by hospira personnel.